Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd plastipak¿ insulin syringe has been found experiencing scale marking issues before use. The following has been provided by the initial reporter: the scale marking of the insulin syringe is missing (one occurrence). Batch 83522974 not found.

Manufacturer narrative:
H.6. Investigation: the batch history review (DHR) was not performed due to batch number was not informed also, due to that, it was not possible to verify maintenance records and quality notifications. No photos / samples were received for evaluation, it was not possible to carry out an investigation and to determine the root cause for the incident. The production processes are validated according to the defined acceptance criteria. In this way it is not possible to confirm the complaint. H3 other text : see h.10

Event description:
It has been reported that the bd plastipak¿ insulin syringe has been found experiencing scale marking issues before use. The following has been provided by the initial reporter: the scale marking of the insulin syringe is missing (one occurrence). ** batch 83522974 not found.